Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was difficult to load, difficult to fire and difficult to release from tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Per the surgeon, they were firing across the stomach. The device was closed on the stomach and the surgeon wanted to reposition the device however, the device would not release. They had to grab the tissue with kelly and pull it from the device jaws. There was no damage to the tissue once the device was removed. The long60a device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reload was loaded into the device without any difficulties. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.